Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Pfs alleges unable to walk without assistance, unable to perform many activities of daily living or recreation, ongoing depression, anxiety and sleeplessness. Additional information indicated that patient had revision on (B)(6) 2018 -4th rev, on (B)(6) 2020- 5th rev and on (B)(6) 2020 - 6th rev. However it is still unknown if these revisions involved any depuy products.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) used to capture the osteomyelitis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation reported that the patient had a revision surgery. Surgeon noted that the femoral stem was grossly loose. Surgeon attempted to remove the liner with a drill and screw technique but was unsuccessful, and had to remove the liner piecemeal with an osteotome and rongeur. Surgeon also noted that the acetabular cup was loose. Due to the difficulty presented by the fracture and recurrent infection, surgeon elected to not insert new hardware in the hip (resulting in an absent femoral head) but did leave several supporting wires in place. Doi: (B)(6) 2012; dor: (B)(6) 2013; left hip.